Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and another manufacturer's right atrial (ra) and right ventricular (rv) lead exhibited noise. The noise was oversensed on the rv lead and resulted in pacing inhibition for up to 4 seconds. The patient was noted to be pacemaker dependent, however, did not experience any symptoms as a result of the pacing inhibition. Noise was able to be reproduced with myopotential testing. Programming changes were made to rv sensitivity and the physician was going to consider potential lead replacement. No additional adverse patient effects were reported. This product remains implanted and in service.